Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: atrial intrinsic amplitude out of range, 0.3 mv (B)(6) 2024. Ra amplitude has been historically low seen on trend. Far-field r-wave oversensing also observed on stored atr intracardiac electrogram. Lead currently remains implanted. Should additional information be received, this file will be updated.